Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's spinal cord stimulator (scs) was explanted due to an infection. The patient became sick on (B)(6) 2018 and was admitted to the hospital on (B)(6) 2018 with an infection. The unit was explanted on (B)(6) 2018. The issue was reported to be resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.